Event description:
Philips received a complaint by the customer on the v200 indicating that a 9002 "flow sensor mismatch" error was displayed when the flow sensor assembly was replaced. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that a 9002 "flow sensor mismatch" error was displayed when the flow sensor assembly was replaced. Per good faith effort (gfe) response, the flow sensor assembly needed to be calibrated; however, because the device exceeded its usage period, the flow sensor assembly could not be calibrated. Therefore, the device was disposed of as scrap. The reason for the replacement flow sensor assembly remains unknown. No other information was provided by the customer. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
E: (B)(6) china (B)(6). Reporting institution phone (B)(6).